Event description:
Caller reported a power source alert 07 affecting the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller attempted various solutions, including using different wall adapters and charging cables, none of which resolved the issue. Technical support decided to replace the pump, ensuring insulin delivery continuity with backup therapy. Caller was instructed to return the pump in storage mode using a pre-paid label within 10 days.